Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient lost effective therapy due to leads migrated. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2025, during which the leads were repositioned to address the issue. Therapy was restored post-op.